Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the pacemaker exhibited intermittent loss of capture. No intervention has been performed. There were no patient consequences.